Manufacturer narrative:
Update of the conclusion summary: the returned stem is size 4 and the returned labels are size 6. There was a mix-up of the parts. From the lot tracking attached to the quality hold, it became evident that only 1 lot from the 2 mentioned above was sent to the (B)(6) hospital, (B)(6) ¿ it was the lot 4023094. This fact excludes the possibility that the mix-up happened at the hospital. A field action was initiated and (B)(6) was not affected as from the lot tracking performed it was evident only 1 lot from the 2 mentioned above was sent to the (B)(6) hospital, (B)(6). (B)(4)..

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend was identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same product number. Device history records (DHR review): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that in the packaging of ref. 01.06010.106 (avenir müller schaft 6 lateral) there was the ref. 01.06010.004 (avenir müller stem 4 standard). It is also reported that the surgeon had to implant a standard 6, which cause a dosimetry of the hip of the patient. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: an avenir müller stem was returned completely covered by blood together with three patient labels and piece of the carton box with the label on it. The patient labels and the label indicate an avenir müller stem size 6 lateral. The returned stem was cleaned and it was observed that the stem is labeled as an avenir müller stem size 4. This confirm that the received labels and the stem are not consistent. Measurements: the sizes of the stem were measured according to the drawing of ref. 01.06010.004. Stem length according to drawing: 147 +/-1 mm. Measured with caliper: 147.04 mm. This confirms that the returned stem is size 4 (as written on the laser marking). Review of product documentation: the manufacturing and packaging documents were reviewed. The (B)(4) labels of lot 4023094 were printed on 26 and 28.03.2014 (controlled on 29.03.2014) and the (B)(4) products packaged on 28.03.2014. The (B)(4) labels of lot 4022860 were printed on 27 and 28.03.2014 (controlled on 28.03.2014) and the (B)(4) products packaged on 28.03.2014. Root cause determination using pfmea: lot mix-up due to identification of the lots due to mix of the lots inox/titane on the shelves. Not possible: the mixed products are of the same kind, but different size. Lot mix-up due to identification of the lots due to mix of the dimension of lots on the shelves. Not possible: it would have been detected in the subsequent manufacturing steps or by the final inspection. Lot mix-up due to identification of the lots due to absence of lot identification. Not possible: it would have been detected in the subsequent manufacturing steps or by the final inspection. Preparation for shipment to eurocoating - inspection before shipment: lot mix-up due to bad traceability due to not respecting the instructions. Not possible: it would have been detected in the subsequent manufacturing steps or by the final inspection. Coating to eurocoating - reception: lot mix-up due to bad traceability due to non respect of the specifications sheet. Not possible: it would have been detected in the subsequent manufacturing steps or by the final inspection. Final inspection: lot mix-up due to bad traceability due to not respecting the instructions. Not possible: it would have been detected in the subsequent manufacturing steps or by the final inspection. Inprocess cleaning: lot mix-up of lots of different size due to lack of instruction. Not possible: it would have been detected in the subsequent manufacturing steps or by the 100% inspection. Final cleaning: lot mix-up due to bad traceability due to not respecting the instructions. Not possible: it would have been detected in the subsequent manufacturing steps or by the 100% inspection. Masking/coating/unmasking- final control: lot mix-up due to bad traceability due to not respecting the instructions. Not possible: it would have been detected in the subsequent manufacturing steps or by the 100% inspection. Packaging cleanroom: lot mix-up due to bad traceability due to not respecting the instructions. Possible: it is possible that there was an error during packaging. The labels of both lots were printed approximately on the same days and the products packaged in the same day. Packaging greyroom: lot mix-up due to bad traceability due to not respecting the instructions. Possible: it is possible that there was an error during packaging. The labels of both lots were printed approximately on the same days and the products packaged in the same day. Conclusion summary: the returned stem is size 4 and the returned labels are size 6. There was a mix-up of the parts. However it could not be determined if this happened under zimmer biomet logistic control or outside of zimmer biomet logistic control. Based on the available information we were not able to determine the root cause of this mix-up. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4). Only the stem packaging was returned.

Manufacturer narrative:
The manufacturer did not receive the device for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that an avenir muller schaft 6 lateral should have been implanted in a surgery on (B)(6) 2016. But when the package of the implant was opened they found a avenir muller stem 4 standard reference number 01.06010.004 instead of an avenir muller schaft 6 lateral reference number 01.06010.106 in the package. As a consequence a standard 6 side stem was implanted instead of a 6 lateral stem and caused a dismetry on the hip of patient. The surgery was delayed for 30 minutes.